Event description:
Caller reported potential false negative urine hcg results on pss hcg urine cassette vs. Ultrasound or home pregnancy test result. Pt was found to be 37 weeks pregnant. Pregnancy was confirmed by ultrasound or pt home pregnancy test (method not defined by caller). No further pt info provided.

Manufacturer narrative:
Investigation pending.